Event description:
System shutdown involving pt who was septic, tachycardiac, and profoundly hypotensive. Device developed a system error and shut down. At the time of the shut down, the system was infusing intra-lipids, tpn, normal saline, and phenylephrine. Pt's blood pressure dropped by 10mmhg by the time the system was replaced.